Event description:
It was reported that while placing a bravo ph monitor, the capsule would not attach to the pt's esophagus. The capsule fell off onto the floor upon removal from the pt. No serious injury to the pt was reported.